Manufacturer narrative:
Based on the assessment of the batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the lens were conducted correctly. Additionally, there have not been any other complaints from this batch. Furthermore, lenstec can also confirm that there have never been any confirmed lens-related cases of clouding, discoloration, or opacification of our hema lenses. As the device was not returned for inspection, lenstec was unable to perform a more thorough investigation into this complaint. There was no evidence to suggest that any aspect of this device was responsible for the reported incident.

Event description:
Lenstec received an email stating, "after a straightforward phaco procedure, the doctor implanted the softec lens 20.50. Upon unfolding, the doctor noticed an opacification on the posterior surface of the lens".